Event description:
Voluntary medwatch rec'd from user facility: "patient had a cardiac catheterization performed in 2007. At the end of the procedure after all catheters were removed a starclose device was used at the femoral artery site. Patient returned to facility after experiencing right groin pain that extended into the right leg and her right leg was cooler than the left. A doppler study revealed that there was subtotal occlusion in the right femoral artery with very trickling flow. Patient was taken to surgery for acute occlusion, right femoral common artery. The pt underwent an exploration of the right femoral artery with resection of common femoral artery and repair of interposition vein graft. During the procedure, "the starclose device was found within the artery and the starclose device had essentially stapled the front and back walls together occluding the vessel." No further info was reported. The pt is reportedly doing fine.

Manufacturer narrative:
The starclose clip is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.